Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with episodes of non-sustained rv oversensing. Review of the episodes revealed myopotential. Signals were reproducible with deep breathing. Programming changes were made. Dft was suggested. The patient is doing fine.